Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b3, b5, d10, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of foreign material in the channel was confirmed. Additionally, during evaluation, foreign material was found in the nozzle. The foreign material was unable to be specified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained was unable to be determined. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the event in "instructions for gif-xz1200, operation manual, chapter 3 ¿preparation and inspection", and preventative measures in "instructions for gif-xz1200, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during reprocessing for an unspecified diagnostic procedure that was completed using same set of equipment.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted."

Event description:
It was reported the gastrointestinal videoscope is suspected to have foreign object in the pipe. There were no reports of patient harm.